Event description:
It was reported that the bd safe-clip¿ was not clipping. The following information was provided by the initial reporter, translated from spanish: caretaker said that the needle cutter does not work, because the needle does not enter. Therefore, retraining is scheduled in order to show damage to the mentioned device. In connection via teams, a test with needle cutters is carried out, evidencing a failure when the needle enters.

Manufacturer narrative:
H6. Investigation summary: no samples were returned therefore the investigation was performed based on the video provided. One video pertaining to a bd safeclip was provided. The customer reported that the needle does not pass in order to cut it. The video was examined, and it was observed that the user was not able to fully insert the patient end (pe) cannula of a pen needle into the aperture of an open safeclip device. It could not be determined what was prohibiting the cannula from easily entering the aperture of the safeclip from the video alone. A device history record review showed no non-conformances associated with this issue during the production of this batch. Embecta was not able to duplicate or confirm the customer¿s indicated failure based on the video received. A root cause for this issue could not be determined because it could not be observed what was preventing the safeclip device from operating properly from the video provided alone.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is nypro, mx. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safe-clip¿ was not clipping. The following information was provided by the initial reporter, translated from spanish: caretaker said that the needle cutter does not work, because the needle does not enter. Therefore, retraining is scheduled in order to show damage to the mentioned device. In connection via teams, a test with needle cutters is carried out, evidencing a failure when the needle enters.